Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report five of five for the same event, reference 3003853072-2016-00093 through 3003853072-2016-00096.

Event description:
It is reported the initial surgery l5-s1 arthrodesis was performed (B)(6) 2012. Four screws, two rods, and four blockers were implanted. During a routine follow up x-ray on (B)(6) 2014, a broken screw was discovered. The patient began having pain in 2015. On (B)(6) 2016 a revision surgery was performed due to pain. The broken screw was in the pedicle of s1. Fusion did not occur. All hardware was removed and replaced, however a portion of the screw remained in the patient. The patient was fixated l4-l5 and ilium using a different system.

Manufacturer narrative:
The returned device was examined; there were no discrepancies detected. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.